Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a hyperopic outcome. There were no complications reported. There was no incision enlargement and no vitrectomy reported. The replacement lens was a model z9002 iol with a 19.0 diopter. There was no contributing medical history. The patient outcome was satisfactory. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.